Event description:
Unomedical reference number (B)(4). Event occurred in italy, on (B)(6) 2024, it was reported that the fifteen infusion set cannula were crimped the infusion set is long for less than 3 hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1896122- MDR 3003442380-2024-10234 - device 11 of 15